Manufacturer narrative:
One device was returned for repair with complaint that the device fails occlusion test @ 8.47psi. Functional testing verified the complaint. The cause is the downstream occlusion (dso) sensor. Replaced the dso sensor to correct the issue. Device passed all functional tests after the repair.

Manufacturer narrative:
B3: exact day unknown but reported that event occurred in november of 2024. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device fails occlusion test @ 8.47psi. There was no patient involvement.